Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the right ventricular pacing lead was below the expected lower range. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: lnq11 icm, implanted: (B)(6) 2016. Product event summary: the lead was not initially returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the right ventricular pacing lead was below the expected lower range. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that one day post implant the patient experienced pocket, muscle and nerve stimulation. A device check showed that the right ventricular (rv) lead switched polarities and exhibited low impedance. It was noted that there was resistance putting the stylet into the lead during the implant procedure. The lead was explanted and replaced. Upon explant, an insulation breach was observed on the lead. No further patient complications have been reported as a result of this event.